Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through x rays. Method and results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: x-rays confirm implantation of triathlon cemented components with gross instability of the left knee with lateral opening of joint space and 13° of varus position. There is baseplate malposition in excessive posterior tibial slope of the baseplate with 17° while also the baseplate is loose with radiolucent lines visible below the anterior baseplate section and keel section. This patient had a cr type of femoral component with a cr type of tibial bearing insert and thus would be dependent upon a minimum of functionality by the pcl. A principal and major contributor to the present knee instability was the excessive posterior tibial slope of the baseplate with an angle of 17°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°.principal failure mode is thus tibial baseplate malposition in excessive posterior tibial slope leading to flexion instability with additional femoral component malposition contributing to overload in the arthroplasty and consequently abnormal bearing wear with tibial baseplate loosening including the symptoms of incipient loosening of the femoral device. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: clinician review of this case indicated baseplate malposition in excessive posterior slope of 17° in combination with femoral component malposition in excessive posterior location over the femur have contributed to flexion instability with overload in the arthroplasty and consequently abnormal bearing wear and tibial baseplate loosening including the symptoms of incipient loosening of the femoral device requiring revision with tibial bearing exchange only. No further investigation for this event is possible at this time. Product surveillance will continue to monitor for trends.

Event description:
Patient had a knee surgery in 2010, with good results but later there was instability. Due to heart issues the revision was delayed until 2016 when the patient had recovered sufficiently for the heart problems. Doctor noted in the patient journal that revision was needed/should be done as soon as possible. Update 12/12/2017: medical review has confirmed malposition of baseplate and femoral component.